Event description:
Received a report of an overinfusion of integrilin. Details of the event are as follows: integrilin was programmed on a patient in the ed. The concentration was 75mg/100ml. The dataset was built to deliver mcg/kg and the physician ordered mcg. The order was for 140 mcg/hr. The nurse received a soft guardrail alert. She stopped and questioned the physician and was told again that the order was for 140mcg, not realizing a weight ¿based vs. Non-weight based discrepancy. At this time she reprogrammed 140mcg/kg and after seeing the soft guardrail alert the second time, she overrode it. The volume infused was 75mg/100ml in under 10 minutes. The customer is not sure if the patient had any symptoms of an overinfusion; the patient was transferred later that day. The customer stated that no further patient or event information is available. The customer stated that they are planning to set a hard limit on integrilin and to review other drugs for addition of a hard limit.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because the devices were not sequestered. Unable to determine the cause of the reported overinfusion.